Manufacturer narrative:
The lot number for the reported product code is unknown, therefore the UDI is not available. The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation results are based upon user facility information and retention samples from three recent production lots (va11, va04, and vc01). Visual inspection revealed no defects. Functional testing was conducted and the retention samples were confirmed to meet manufacturer specification. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that sheath shaft broke on the involved device. Follow up communication with the user facility confirmed the following information: during a cardiac ablation an 8fr pinnacle sheath shaft broke apart and lodged within the patient's femoral vein; profuse bleeding was noted; an emergency call was placed to the on-call vascular surgeon; physicians arrived to ep lab to assist and they were unsuccessful at retrieving the object, however, they were able to control bleeding; an emergency call was placed to invasive radiologist and was successful at removing the object via snare device; and (6) the ablation procedure was abandoned and the patient was transferred. Additional information was received on march 21, 2017. (Vascular surgery) the patient was already prepped and draped, and had moderate sedation on board. Pressure was held over the left common femoral artery, as he did have an expanding hematoma. I urgently gave local in the field. A slightly oblique incision was made to encompass where the venous and arterial wires were protruding the skin. Sharp dissection was used to dissect down. I was able to find the common femoral artery. I immediately clamped this and removed the remaining wires that were in the artery; and 2 figure-of-eight prolene sutures were placed to gain hemostasis. There were good pulses in the foot at this point and there was a nice pulse in the femoral artery. At this point, I did try to palpate the femoral vein; however, I was not able to feel the remnant of the sheath. Using the aid of fluoroscopy, we were able to note that the tip of the sheath was at the common femoral vein. Therefore, I did use the ultrasound to gain access of the left common femoral vein. A micropuncture needle was used and a seldinger technique was used to place a 10-french sheath. I was then able to place an en snare at the level of the sheath. I was able to successfully snare the sheath and pull it down back into the distal iliac vein. However, at this point the sheath was dislodged from the snare, embolizing the sheath to the heart. During this process, we did urgently and emergently call the interventional radiologist on call, who did ultimately snare the sheath successfully. Please see his operative note for further details. At this point, the 10-french sheath was removed. Pressure was held with good hemostasis. The groin wound was thoroughly irrigated and closed in a multilayer fashion with 3-0 vicryl and skin staples. The patient did receive antibiotics during the procedure. He did tolerate the procedure well. (Clinical electrophysiology laboratory) after obtaining informed consent, patient brought to the clinical electrophysiology laboratory, where both groins were draped and prepped in the usual sterile manner, and anesthetized with 1% lidocaine local anesthesia. I placed a 4-french decapolar sheath via the right femoral vein, advanced under fluoroscopy into the coronary sinus. I also placed a long sro sheath via the right femoral vein. From the left femoral vein, I placed an 8-french sheath, and through the 8-french sheath I placed a 20-polar halo catheter into the right atrium. Of note, access was somewhat difficult for the left femoral vein and I also placed an extra wire into the left femoral vein. The patient subsequently had spontaneous svt. We had no quadripolar catheter in the high right atrium. We had no his catheter. With the svt cycle length of 450 msec, the morphology was consistent with typical av node reentry. On ECG, there were pseudo s waves noted I, ii, iii, avf consistent with typical av node reentry, not with atrial flutter. I then attempted to place another wire through the 8 femoral sheath and pulled the femoral sheath back and this femoral sheath fractured halfway into the sheath. Vascular surgery was then called and they did a cut-down. The doctor from vascular surgery repaired 2 areas in the left femoral artery. We noticed that the femoral sheath, which had broken off, was in the iliac vein and it subsequently migrated to a branch of the left pulmonary artery. The doctor from ir, with a snare catheter, was able to retrieve and pull back the broken part of the 8 femoral sheath. Two different arrhythmias induced; (a) narrow complex svt, cycle length 450 msec. Again, there was no right atrial catheter, but the halo catheter was consistent with it being typical av node reentry, cycle length of 450 msec, which terminated spontaneously, (b) while they were trying to snare the broken catheter, patient had v-flutter, cycle length of 273 msec, which was able to be cardioverted with 360 joules to sinus rhythm. It was reported that the patient was discharged home and is doing well. It was reported on march 27, 2017 that the estimated blood loss was 400 ml.